Event description:
Patient underwent a right total knee arthroplasty on (B)(6) 2025 for treatment of primary osteoarthritis. After completion of case, a flat head screw as identified on post-operative x-ray. It was discovered that the femoral box prep guide was missing a screw that matched the image on the x-ray. The patient returned to surgery where the screw was removed.